Manufacturer narrative:
There was no device failure- neither on the ceiling lift nor on the reacher. The information gathered allows to conclude that the incident was a result of operational problem- improper preparation of the ceiling system for use. The investigation conclusions will be provided to the next report.

Event description:
While using the maxi sky 440, a staff nurse failed to remove the handle from the reacher bar when it was connected to the track. Consequently, the handle detached from the reacher bar and struck nurse on the back of the neck. No injury was claimed.

Manufacturer narrative:
The serial number of the involved maxi sky 440 is currently unknown. The reacher is OEM accessory dedicated to australian market. The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Manufacturer narrative:
The process of gathering information is ongoing. The results will be provided upon the conclusion of the investigation. UDI is not available as the device was manufactured before UDI implementation.

Event description:
While using the maxi sky 440, a staff nurse failed to remove the handle from the reacher accessory when it was connected to the track. Consequently, the handle detached from the reacher hook and struck the nurse on the back of the neck. The ceiling lift was used with the patient at that time. No injury was claimed. The maxi sky 440 is a portable ceiling lift that can be moved along rails. The reacher is an accessory used to facilitate connecting the ceiling lift to the rail. This accessory consists of two magnetically connected components: the hook and the reacher handle.to connect the ceiling lift to the rail, the ceiling lift strap needs to be connected to the reacher hook and then assembled to the rail trolley using the reacher handle. The reacher involved in this incident is distributed exclusively in the australian market.

Manufacturer narrative:
There was no device malfunction¿neither with the arjo ceiling lift nor with the reacher accessory. According to the user guide for the reacher, ¿the handle is for attachment purpose only and must be detached from the hook immediately after application.¿ the ceiling lift is designed to operate only after the reacher handle has been removed. In the reported event, the reacher handle was not disconnected after attaching the ceiling lift to the rail, as required. Consequently, during the movement of the ceiling lift, the magnetic connection failed, and the reacher handle detached and fell. This indicates a failure to follow the correct operating procedure. The reminder how to use the reacher to ensure user safety was conducted after the event. To sum up, arjo maxi sky 440 ceiling lift together with the reacher accessory was used with the patient and met specifications during the event. Although no injury was claimed it was decided to report this case to the competent authority due to the reacher handle detachment.